Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported they were in a lot of pain in her back. The patient stated that they felt like they had back surgery. The patient noted they were nauseous. The patient noted the incision was itchy, red, and swollen. The patient stated they had a healthcare professional (hcp) come to her home to take a look at the lead site and was told the area was fine. It was noted the patient began the trial on (B)(6). Additional information from the patient on august 12th reported she was in pain from having the procedure done. The patient noted she was itchy. The patient noted she had numbness in her leg and tightness in her calf. Additional information from the patient on august 13th reported she was still experiencing pain. The patient noted she had pain prior to the evaluation, but since the evaluation the pain had increased. Additional information from the patient on august 14th reported she was still hav ing a lot of pain. The patient noted it was worse than her ankle pain. The patient mentioned having ankle surgery a while back. The patient also mentioned burning at the incision site. Additional information from the patient on august 15th reported they were emptying their bladder better on some of the voids,some are still small. The patient mentioned she felt stimulation in her leg, her hip, her toes were numb, and she was tired. The patient noted her wound was sore and there was pressure and when she stood up she had to void. The patient stated that coffee irritated her bladder and she needed to take medications to feel better. The patient was on 0.1 and she felt the numbness going away and her leg pain was getting better and she felt a flutter in the bicycle seat area. Additional information from the patient on august 16th reported she took a pill because she had a swollen vagina and it was itchy too. The patient stated that she still had pain in her leg, hip, and back. The patient stated she was sore and that wound still hurt. The patient reached out to the hcp and was waiting for them to call her back. The patient had stimulation at 0.1 on program 1 and she was on 0.1 on the previous program and advised to turn it off. Additional information from the patient on august 17th reported she wasn¿t in that much pain anymore. The patient stated she thought the pain was from her bending down a lot and decreasing stimulation. Additional information from the patient on august 19th reported a disc in her back was swollen. The patient noted they normally took ibuprofen but was unable to take it now due to an upcoming surgery. The patient noted they had dried blood at the incision site. The patient noted they had back pain which had subsided in the last couple of days. Additional information from the patient on august 20th reported having soreness from sleeping on their side, and the patient woke up sore and red both the right and left side. The patient noted both sides were sore to the touch. The patient mentioned having a numbness in her toes. The patient mentioned having frequent feeling of urgency to void, but had no volume produced when trying to void. The patient they thought the lead had come out, the bandages were bleeding, but when they were in the hcp office last week they had it taken care of. The patient stated they were still worried about the leads coming out with (B)(6) approaching. The patient stated they were not sure if she was just having a bad day today due to the device or if it was just the patient being nervous for the upcoming implant. The patient stated they stomach had been queasy and the patient felt they were a little more stressed on the day of the call. The patient stated they were not sure if that was the reason for the frequent feeling of urgency, but not being able to void. The patient claimed the lead possibly came out. Additional information from the patient on august 21st reported she was looking bad from not sleeping. The patient noted she was tired and had a bad day on (B)(6). The patient stated she had too much going on, she was not used to sleeping on her side, it hurt when she slept on her back and on her side. The patient noted she had to sleep on her stomach. There were no further complications that have been reported as a result of this event. The indication for use is unknown.